Manufacturer narrative:
A getinge technician will investigate the affected venous probe cable and connection cable for internal sensors. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Venous probe fails to initialize and pressure signal intermittent at times. No patient involvement. Onetrack complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the venous probe initialization failed and that the pressure signal was intermittent. The intermittent pressure signal failure is a reportable event, the venous probe initialization failure is not reportable. The failure occurred during routine maintenance. No harm to any person has been reported. A getinge service technician (fst) was sent for investigation and repair on 2022-08-12 and 2022-08-17. The venous probe cable and the connection cable for disposables were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files are not available for investigation. The cause of the reported failure pressure signal intermittent was the connection cable for internal sensors, since the exchange resolved the failure. The most probable root cause is that the cable was twisted as visually confirmed by the service technician. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. The cause of the reported failure venous probe initialization was the venous probe cable, since the exchange resolved the failure. The most probable root cause is that the cable was twisted as visually confirmed by the service technician. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values. In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is explained that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. In addition in chapter 5.3 "connection the sensors" is explained how to ensure that the connected sensors are not defective and should not be use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. The review of the non-conformities has been performed on 2022-08-23 for the period of 2011-12-01 to 2022-08-18. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-12-01. Based on the results the reported failure "venous probe initialization failed and that the pressure signal was intermittent " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(6).